Event description:
X-rays were taken but no visible sign of a break was found. On (B)(6) 2015, patient underwent surgery to have the full revision. The patient's existing generator was interrogated and diagnostics were performed. The impedance obtained in the diagnostics test was 7165 ohms and ifi - no. The lead pin was re-inserted into the old generator but the impedance was still high (>10,000 ohms). The new generator was then attached to the old lead and the impedance was still >10,000 ohms. The old electrodes were successfully removed from the vagus nerve; however, the nerve had so much scar tissue surrounding it that surgeon did not feel that the new lead could be safely implanted. Therefore all the devices were explanted with no replacement. Per the hospital protocol, the explanted devices will not be returned to the manufacturer.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high impedance was observed for the patient's device during a recent clinic visit. The patient was referred for x-rays to see if a lead revision is possible. The device was not disabled as patient was not having any pain or side effects. No known surgical interventions have occurred to date.